Event description:
It was reported that during a case on (B)(6) 2025 there was a partial capsular tear. Capsulotomy was complete but had a tear from the one o'clock and eight o'clock positions respectively. Case was completed with intraocular lens (iol) implanted. Doctor referred to tears as small peaks and posterior bag was intact. No complications or adverse outcomes. No secondary intervention was required. Patient had no post operative issues. It was recommended setting changes; however, doctor did not want any changes made to his settings. No additional information was provided.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.